Event description:
Boston scientific received information that that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. The field representative called to review the information with boston scientific technical services (ts) and it was discussed that the impedance measurement was 0 ohms and all others have been in the 40-50 ohm range. It was anticipated that the patient would be seen for evaluation. The patient was seen for clinical evaluation and it was noted that the evaluation was fine. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.